Event description:
As reported to coloplast though not verified, pt was implanted with aris and restorelle mesh. Later the pt experienced dyspareunia and mesh erosion. A mesh excision was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.